Event description:
It was reported that the ventilator was alarming while in use on a patient. The patient was removed from the ventilator and placed on a second ventilator without any reported harm or injury. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4).the customer support engineer (cse) inspected the device and could not duplicate the reported malfunction. No parts were replaced. The unit passed all performed testing and operates within the manufacturing specifications.